Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to diabetic ketoacidosis on march 15. Customer¿s blood glucose level was 498 mg/dl at the time of incident and current blood glucose level was 676 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with intravenous fluids and intravenous insulin during hospitalization. Customer not alleging that the insulin pump was under delivering. The device will not be returned for analysis.